Event description:
During an in clinic follow-up, noise was observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Lead insulation damage was suspected but was not confirmed. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.